Event description:
It was reported that the distal tips of two new final tighteners broke off from the instruments. With the first final tightener, the surgeon used a stabilizer and with the initial ½ turn of the instrument, the tip of the instrument broke off and stripped the set screw hole. The surgeon then used the second final tightener with a stabilizer to tighten a second set screw and with the same ½ turn, the tip of the second final tightener broke off from the instrument. Another driver and torque handle were available to complete the procedure. It was reported that one broken tip remains in the patient. The second broken tip was retrieved and was discarded by the hospital. See mfg medwatch report no. 1526439-2013-33814 for the second final tightener that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the two (2) returned x20 final tighteners noted that the fracture was located at each of the driver¿s distal tip, the second half of the tip was not provided with either part. Per the sales consultant, it was confirmed that one tip broke and was left in the patient. The other tip that broke was retrieved, but was disposed of at the hospital. Devices were then sent to the lab for fracture analysis. A scanning electron microscopy (sem) analysis was performed on the fractured surfaces to facilitate a more detailed investigation of the fracture characteristics of the part. Results show evidence of a quasi-static torsional shear failure starting at the hexlobes and extending around the center of the shaft. No material defects or other abnormalities were observed in this analysis. Additionally, a hardness verification for the x20 final tighteners was conducted. It was noted that both final tighteners were under specification range. A review of the device history record for the x20 final tightener found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the x20 final tightener was conducted on the specific product code as the product family does not exist for this instrument. Review of complaints found no significant trends. The root cause for the x20 final tightener is currently under investigation and it can be tracked by nc-038409. No CAPA is required at this time for the x20 final tightener as nc-038409 has been initiated to further investigate the root cause.